Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented at the hospital for explant procedure due to infection. The patient lifted weights two weeks after the implant procedure causing dehiscence at the incision site of the device. The patient attempted to treat the issue himself but unable to keep the area clean leading to infection. The device pocket was clearly infected. The device and leads were explanted. The patient was stable. Related manufacturer report number: 2938836-2019-12792, related manufacturer report number: 2938836-2019-12794.

Manufacturer narrative:
Analysis was normal. No anomalies were found.